Manufacturer narrative:
An event of valve migration and aortic insufficiency was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a 29mm portico, tavi valve was chosen for procedure. During procedure, the user attempted to place the device in the desired location and the valve "popped up" and positioned itself above the annulus, 4 to 5 millimeters from the intended area and the patient developed severe aortic insufficiency. Due to this event, a second portico tavi valve was placed and positioned 5 mm below the first. The valve in valve procedure was completed successfully. The patient remained stable throughout the procedure and was discharged three days post procedure. No additional information has been provided.